Event description:
As reported to coloplast, though not verified, a legal representative stated the patient with this device experienced mid urethral sling exposure to the right midline incision, recurrent/worsening stress urinary incontinence with laugh, cough or sneeze, mesh erosion and vaginal discomfort ultimately resulting in vaginal mesh excision.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.